Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms and no capture at the maximum output. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.